Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with heavy tortuosity. Several unspecified stents did not cross the lesion. The promus stent delivery system (sds) was advanced, but could not cross the lesion. During removal of the sds, it was observed that the stent had dislodged from the sds. A balloon catheter was used to crush the stent against the vessel wall of the mid circumflex. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device remains in the patient. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but are not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The anatomical conditions reported are heavy tortuousity and several unspecified stent delivery systems were not able to cross, which likely contributed to the reported failure to cross. During removal of the sds after the attempt to cross the lesion, the stent dislodged and subsequently led to using a balloon catheter to crush the stent against the vessel wall. In this case, the reported failure to cross and stent dislodgement appear to be related to the operational context of the procedure and there are no indications of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. This type of reported event will continue to be monitored. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.